Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that placed midline 10/9/23 by ultrasound. 2 weeks later line would not flush- patient came to ER. They saw a "kink", gave cath flo, patient had to keep arm out for it to flow. Started leaking 11/2/23- 11/3/23. Pulled the line and found a crack (at approx 5-6cm).